Event description:
It was reported that one day post 8-6x40mm xact stent implantation in the right internal carotid artery, the patient experienced left arm drift and mild to moderate aphasia. The condition is noted as continuing unchanged. There was no treatment provided and the patient was discharged on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of neurological deficit dysfunction is a known observed and potential adverse event of stenting procedures as listed in the xact carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.